Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was functioning as programmed and no intervention was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received, "several shocks for supra ventricular tachycardia (svt) verses ventricular tachycardia (v t)/ventricular fibrillation (vf)." The device remains in use. No further patient complications have been reported as a result of this event.